Event description:
During evaluation of a returned homechoice (hc) device, the (B)(4) determined the hc machine system failed returned instrument test/evaluation testing due to the device may deliver inaccurate fluid volume leading to under or overfill during fill 1, fill 2, drain 1, and drain 2.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). The device was received operational and in good condition by the pal (product analysis lab). The device failed the homechoice rite (return instrument test / evaluation) functional test for volumetric accuracy during fill 1, drain 1, fill 2 & drain 2 but passed the rite electrical test. The pal evaluated the device. An accuracy confirmation test was performed and failed. An inspection of the door assembly revealed the piston was cracked at the left disposable chamber. The assignable cause for the rite test failure - volumetric accuracy was determined to be a cracked piston. The device's service history record was reviewed, and no issues were identified that may have contributed to the rite failure. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.